Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead was noted with a capture issue. It has gotten worse over time. The lead was capped and replaced on (B)(6) 2020. No patient symptoms were reported.